Manufacturer narrative:
This is one of one initial/final MDR report being submitted for this complaint. Exact date of the event is not provided. Lot number ; UDI not available. Multiple attempts made to obtain lot# . Exact implant date not reported. Patient presented on (B)(6) 2015, stenting procedure was performed on day 3 post admission. Concomitant medical products: 5fr short sheath; 8fr 45cm destination sheath; 6fr neuron max guide catheter; 5fr berenstein selective catheter; 150cm bentson guidewire; 180cm rosen wire; 180cm 0.038 terume lt guidewire; 5 max ddc distal delivery; synchro 2 soft microguidewire;transcend 300 floppy microguidewire; sl-10 microcatheter; prowler select plus microcatheter; 8fr angioseal closure device; 4x15 wingspan stent. Manufacturing lot unknown, since lot is not available. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient's symptom onset was on (B)(6) 2015 at which time patient was given tissue plasminogen activator (tpa). The patient was managed with plavix and monitored in the intensive care unit. It was reported that the patient presented with re-occlusion of left m1 middle cerebral artery (mca) with clinical decompensation on (B)(6) 2015. On day 2 post admission the patient decompensated secondary to collateral failure. Patient was brought to the angiography suite where mechanical thrombectomy was performed using stent retriever (unknown manufacturer) followed by intracranial angioplasty of the left m1 middle cerebral artery. Post-operatively patient's angiographic outcome improved clinically to baseline. On day 3 post admission, the patient's condition deteriorated with right-sided weakness and pronounced dysarthria. Repeat computerized tomography angiography (cta) demonstrated re-occlusion of the left m1 mca. It was decided based on the angiographic finding to perform intracranial stenting. A 4 x 15mm stent (competitor's device) was positioned at level of left m1 mca. The stent was then deployed under constant road map and fluoroscopic guidance. Immediate post-deployment angiograms demonstrated recanalization of the left m1 and m2 mca with slow but patent distal flow. Evident post-stenting was a small embolus sitting at the left distal m2 bifurcation. It was reported that there was narrowing of the proximal left m2 mca beyond the competitor's stent system. Twenty (20) mg of verapamil was administered intra-arterially with minimal effect. It was decided to extend the stent construct into the distal m2 to cover this diseased area of the artery. A 4.5 mm x 22mm enterprise stent (lot unknown) was then placed in the disease segment; immediate improvement was seen in vessel caliber and distal flow, however there remained slow flow within the left frontoparietal opercular branches and a non-occlusive thrombus of the left m2 bifurcation. Angiography demonstrated non-occlusive in-stent platelet aggregation at the proximal and distal margins of the competitor's stent. The enterprise stent is within 5mm of the region of re-stenosis; the deployed stents are independent of each other. A microcatheter was then advanced to the origin of the left m1 mca and a 5 mg of intra-arterial integrillin was infused in 1 mg aliquots. This resulted in the resolution of the in-stent thrombosis/platelet aggregation. Repeat angiography was performed over a period which demonstrated preserved patency of the stent construct. There were no complications reported. During the four month follow on (B)(6) 2016: catheter angiogram showed marked in stent stenosis (75%) related to endothelial hyperplasia predominantly within the left m1 mca competitor's stent . There was associated delay in antegrade flow to the left mca with robust collateralization from the left anterior cerebral artery and left posterior cerebral artery branches. Patient has not had any new of worsening left hemispheric symptoms and has been compliant with his anti-platelet medication. Patient will be having a repeat angiogram in 2-3 months.

Manufacturer narrative:
This is final MDR report being submitted for this complaint. (B)(4). Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of the above mentioned lot. The device history record review also included a review of the certificate of conformance received from specialty coatings systems and nitinol devices and components, along with lake region medical¿s internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. Thromboembolism, ischemia, hemorrhage and in-stent restenosis are known potential adverse events associated with the implantation of intravascular stents. The use of the enterprise stent to treat intracranial arterial stenosis is an off-label application and the device IFU does not address potential events associated with applications outside of the approved uses. However, the IFU does specifically list stent thrombosis, emboli (air, tissue, thrombotic emboli), hemorrhage, ischemia and total occlusion of the treated segment as potential events when the device is used in an approved manner; therefore, no further action is will be taken at this time. Review of the available information suggests that the patient¿s underlying disease process, atherosclerosis, target lesion characteristics and medication regimen factors may have contributed to the reported events.

Event description:
Patient was placed on prasugrel in addition to plavix post-stenting on (B)(6) 2015. Two day later he developed visual difficulty in the left eye secondary to left retinal ischemia and hemorrhage. Plavix was discontinued and he continued prasugrel which was later switched to brilinta. On (B)(6) 2016 patient continues to have stuttering speech with difficulty reading and right sided weakness. Patient was told he has ¿pre-diabetes¿. There was no evidence of atherosclerotic plaque or obstruction to follow at either carotid bifurcation, transcranial doppler mean flow velocities were mildly elevated in both mcas. Patient followed up with physician on (B)(6) 2016. It was noted that the patient¿s speech was hesitant, slow and stuttering. Patient had right central facial weakness and right lower extremity drift with mild weakness. Sensory exam revealed decreased pinprick on right. Vital diagnoses from this visit were cerebral infarction involving l-mca, retinal hemorrhage, aphasia, carotid artery disease (unspecified laterality) and l-mca stenosis. Patient followed up with physician on (B)(6) 2016. Currently patient still has some mild language hesitancy and persistent left monocular visual changes. Currently the patient is compliant with medication and reports no issues with bleeding. No current facility administered medications for this visit. Physician increased ticagrelor dose to 90 mg twice daily and started cilostazol twice daily to reverse the degree of vascular narrowing within the stent that was evident from the angiogram (B)(6) 2016. Physician recommended a repeat angiogram in 2-3 months and monthly transcranial doppler studies. Vessel diameter is 2.28 mm. High-grade left m1 intracranial stenosis, likely atheromatous in etiology with secondary m1/m2 dissection and thrombosis. The stent remains implanted.

Manufacturer narrative:
This is follow-up 2 MDR report being submitted for this complaint. Exact date of event not provided. Patient presented on (B)(6) 2015. Stenting procedure performed 3 days post-admission, event reported to have occurred post-stenting.